Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector, grommet, and setscrew. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the ventricular lead was inserted into the implantable pulse generator (ipg), and the physician attempted to tighten the setscrew. However, the setscrew came out of the header with the wrench. The device was removed, and another device was implanted. No patient complications have been reported as a result of this event.